Manufacturer narrative:
The device was received for evaluation. During visual inspection, a leak was observed from the seam around the medication port. Underwater leak testing was performed and the leak was again noted from the seam around the medication port. The reported condition was verified. The cause was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was identified from an intravia container. The leak was coming from ¿the bag seal at the base of the medication port where it connects with the remainder of the bag.¿ the customer indicated that the bag contained fentanyl/bupivacaine before the leak was observed. There was no patient involvement. No additional information is available.